Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, patient outcome and action taken with pd therapy were not reported. The patient was hospitalized for peritonitis and was treated with an unspecified medication for an unspecified indication. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported that the peritonitis was manifested by cloudy effluent and abdominal pain. The patient was treated with sulbacillin (intraperitoneal, for 13 days). After fifteen days, the patient was discharged from the hospital and has recovered. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.